Event description:
It was reported that, during an office follow-up, the device had a patient data alert. The patient data and the implant date are erased. Technical services suspects this is due to a benign memory bitflip that occurred in the memory of the patient data buffer. Either an automatic or manual setup will get a new date in the device memory. There was also some unexpected issue regarding recovery from the pd error. Technical services will assist with any issues to address. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
The device identified a memory error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency could not be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD can detect and self-correct to maintain primary operation. Technical services advised that the patient data could be reset, but that critical therapy remained available.